Event description:
The pt experienced no stimulation sensation on the left side. He felt abdominal stimulation when he increased the amplitude on program 2 on his implantable neurostimulator (ins). It was also noted that he had to turn off the device at night sleep "otherwise it is too uncomfortable." The pt indicated that he has had 3 falls since the implant date. Add'l info has been requested, but was not available as of the date of this report. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).